Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of stingray lp balloon catheter. The device was visually and microscopically examined. At 7mm from the strain relief, shaft was kinked. There was heavy contrast in the inflation lumen and balloon. The tip of the device was damaged. The device was soaked for a period of time to break up the contrast within the device and balloon. The guidewire used in the procedure was not returned for analysis, so a test 0.014 guidewire was used for functional testing. The guidewire passed through device with no resistance or issue. The guidewire was inserted through both the port exchange and the tip of the device and encountered no difficulties. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device inflated and deflated to rated burst pressure with no issue. Functional testing was used to view the lumen and balloon for any leak damage. Functional testing was done to show the balloon and inner lumen had no defect.

Event description:
It was reported that the procedure was cancelled. The chronically totally occluded target lesion was located in the anterior descending branch. A stingray lp catheter was selected for use. During the procedure, the contrast agent was filled but the device could not be seen clearly and the positive guide wire entered under the intima to initiate alternative dispute resolution. However, due to objective factors, it was noted that the device could not puncture. The device was withdrawn from the body and the procedure was cancelled. No patient complications were reported and patient was stable post procedure. Device was not returned.

Event description:
It was reported that the procedure was cancelled. The chronically totally occluded target lesion was located in the anterior descending branch. A stingray lp catheter was selected for use. During the procedure, the contrast agent was filled but the device could not be seen clearly and the positive guide wire entered under the intima to initiate alternative dispute resolution. However, due to objective factors, it was noted that the device could not puncture. The device was withdrawn from the body and the procedure was cancelled. No patient complications were reported and patient was stable post procedure.